Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed 32mm in length, 3.0mm in diameter target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca) #2 to #36. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), after placing the synergy stent in the lesion, intravenous ultrasound (ivus) was performed. However, when the device was pulled out, it got caught in the stent and the ivus catheter was unable to pull out. The physician tried to pull it out for several times but it was unable to pull out. The user cut the proximal side of the catheter to free the device. Imaging core was pulled out then a 0.25inc non- bsc wire was inserted and it was pulled out. Because the guidewire and catheter were not coaxial, the guidewire exit port became stuck in the synergy stent. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device was detached in the proximal sheath assembly, additionally, the catheter has a damaged in the exit hole port assembly in the distal end. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed 32mm in length, 3.0mm in diameter target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca) #2 to #36. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), after placing the synergy stent in the lesion, intravenous ultrasound (ivus) was performed. However, when the device was pulled out, it got caught in the stent and the ivus catheter was unable to pull out. The physician tried to pull it out for several times but it was unable to pull out. The user cut the proximal side of the catheter to free the device. Imaging core was pulled out then a 0.25inc non- bsc wire was inserted and it was pulled out. Because the guidewire and catheter were not coaxial, the guidewire exit port became stuck in the synergy stent. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported.